Manufacturer narrative:
The cause of the incidents: the cause of the incidents was that all of the 4 screws which were fixed to the illumination unit and the microscope body during the production process were missing. The screws have not been found on site. We have confirmed that the four screws were fixed properly during the manufacturing process as the image of the illumination unit and the microscope body that were fixed by the four screws was took and attached to the final check list of oms-90 sn: (B)(4) at manufacturer (B)(4). Investigation results: if the screws are not installed properly, then it can be found during the next manufacturing process of the assembly. Because, we confirmed that if the four screws were not installed, then the illumination unit and the microscope body separated from each other during post process handling. Add to it, the image that shows surely mounting screws have been recorded is attached to the final check sheet of the oms-90 s/n (B)(4). Also, these screws have the following characteristics. These screws are not removed, during normal assembly, installation and repair process. Head shape of the screw is a hex bore, and does not come off as without special tools. In the manufacturing process, the torque management (management competence that tightening the screws) is done and the crew locking adhesive is applied after tightened the screws. Therefore, in order to remove the screws, very large force with particular tool (hex wrench) is necessary. Thus, we have judged that it is extremely unlike that the incidents were caused by forgetting to install the screws during the manufacturing process.

Event description:
Oms-90 microscope body had dropped off on the operation bed at a hospital in (B)(6) when checking the machine before operation. This incident occurred during preparation for operation, it did not cause a health injury because there was no patient on the bed.